Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Customer cleared the alarms to address the issue. Customer's blood glucose ranged from 180-181 mg/dl.

Manufacturer narrative:
Device not returned.